Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number: 2017865-2020-03315. Related manufacturer report number: 2017865-2020-03316. It was reported the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was unknown.

Manufacturer narrative:
Analysis found that a partial lead (only connector portion) was returned in one piece measuring 16.6 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.